Event description:
It was reported that within 25 minutes of starting dialysis treatment with a polyflux 140h, the patient experienced chest tightness and sweating . The patient was treated with an intravenous injection of dexamethasone (5 mg) and treatment was discontinued. The patient's symptoms eventually improved and treatment was continued.

Manufacturer narrative:
Initial reporter phone no. - (B)(6). Facility name: (B)(6) hospital. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction, b1: corrected to adverse event. Should additional relevant information become available, a supplemental report will be submitted.